Manufacturer narrative:
Investigation found damage to the exposed portion of the soft cannula. The overall length of the soft cannula was measured and found to be out of spec. Although the cannula was damaged, the timing and cause of the damage is unknown. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation.

Event description:
It was reported the patients blood glucose level rose to 600 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied and corrections were made. The patient's blood glucose history are as follows: (B)(6).